Manufacturer narrative:
(B)(4). Jammed knife. The analysis found that one ec60a device was returned with the knife jammed in the anvil. The device was returned in an inoperable condition with the knife jammed and the jaws closed. A gray reload was received loaded in the instrument. The knife blocked the anvil from opening. In this condition, the knife could not be returned using the red switch. No functional testing could be performed due to the returned condition of the device. The device was disassembled to verify the condition of the internal components and several clips were found lodged behind the knife preventing the knife from returning completely and the anvil from opening. In addition, the cartridge reload was noted to be fully fired and damaged, consistent with clamping over a hard object. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a procedure, the device was being used to ligate splenic vessels. The device locked after the third firing with the knife blade out 3/4 of the way. No symbol was shown in the indicator window on the top side of the stapler. The surgeon had to cut and clip an harmonic on either side of the stapler due to the fact that the stapler had locked down on the vessel and was unable to be opened (knife blade could not be returned to starting position). There were no patient consequences.